Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had not felt stimulation for over a month and there was a burning and tingling sensation in her feet. The device appeared to have moved and was protruding out from the patient's body. The device was not charging and the patient believed the device was in a discharged state. The patient stated charging the device only worked one time. An attempt at a physician mode recharge was unsuccessful. The patient had an appointment (B)(6) 2011 with her healthcare provider (hcp). The patient also reported falling since her stimulator implant. It was recommended to have an x-ray of the implantable neurostimulator and extension area. Also, a reprogramming session maybe necessary. Additional information has been requested, but was not available as of the date of this report.